Event description:
The customer reported that the rui (remote user interface/ joystick) was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. A replacement rui console was sent to the biomed. The biomed replaced the rui console. The system was found to be working as intended. The system was put back into service.